Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called and reported experiencing high blood glucose of 538 mg/dl. Customer stated he had abdominal pain and could not vomit. He checked his blood glucose again and it was 579 mg/dl. Customer stated he had 3 cookies and milk after injection. The history of the insulin pump showed two battery out limit alarms. Customer stated he was disconnected from the insulin pump for about two weeks. It was advised a replacement battery cap would be sent and to use a new battery.